Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the electrode was set according to the manual. It was activated but the unit would not start and an ¿impedance over¿ error was displayed repeatedly. The procedure was cancelled. There was no harm to the patient.

Manufacturer narrative:
One act1520 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was not stable. The reported condition was confirmed. The water circulated normally through the sample but the sample did not read the temperature properly. Evaluation found the thermocouple solder joint was broken. This is a manufacturing related failure. Corrective action was implemented subsequent to the manufacture of the incident device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the needle was set according to the manual. It was activated but the unit would not start and ¿impedance over¿ was shown on the display repeatedly. The procedure was cancelled. There was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.